Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2007, and a revision procedure on (B)(6) 2007 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, dislocations, loss of range of motion, elevated metal ion levels, metal poisoning and metallosis. A review of invoice history confirmed both surgery dates and that the modular head and liner were removed and replaced. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2007, and a revision procedure on (B)(6) 2007 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, dislocations, loss of range of motion, elevated metal ion levels, metal poisoning and metallosis. A review of invoice history confirmed both surgery dates and that the modular head and liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2007 due to recurrent dislocations. Operative report noted the presence of serosanguineous fluid and a scarred iliotibial band. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 8 states, " dislocation and subluxation due to inadequate fixation and improper positioning." Number 14 states, ¿postoperative bone fracture and pain." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-03915 / 03918).